Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When flushing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium during preparation, it was noticed that the t-connector was loose. Therefore, the sheath was replaced. During packaging of the complaint, the t-connector then snatched completely. Out-of-the-box pictures will be provided. There was no patient consequence. Additional information was received. The side port (three way valve) was the section where the issue was observed. When observing the issue, the part was only broken/cracked. During packing of the complaint-box, the part totally separated. The hemostatic valve (gasket) did not dislodge inside of the hub nor did it dislodge outside of the hub. The brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. The issue was noticed during preparation and it was immediately decided to replace the sheath. The investigation was completed on 10-oct-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the three-way stopcock was observed detached from its original place. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. The product analysis was performed as appropriate in order to find the root cause of the complaint. Visual inspection was performed following bwi procedures. Visual analysis revealed that the side port was found detached and the three way vale was not returned for analysis. Microscopic examination of the side port was performed and evidence of adhesive was found. A fourier transform infrared spectroscopy (ft-ir) was performed and confirmed the evidence of the adhesive and from the comparison of infrared analysis results shows that the traces are conformed of polyvinyl acetate-base material. Then a supplier manufacturing investigation was performed and the root cause of the tube breaking cannot be determined, there is no evidence to support that the manufacturing process in any way compromised the integrity of the tubing or caused the tubing to break. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-jul-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a loose t-connector issue occurred. When flushing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium during preparation, it was noticed that the t-connector was loose. Therefore, the sheath was replaced. During packaging of the complaint, the t-connector then snatched completely. Out-of-the-box pictures will be provided. It was reported that the event occurred during sterile processing and field inspection. The event did not occur during internal service activities such as calibration. There was no patient consequence. Additional information was received. The side port (three way valve) was the section where the issue was observed. When observing the issue, the part was only broken/cracked. During packing of the complaint-box, the part totally separated. The hemostatic valve (gasket) did not dislodge inside of the hub nor did it dislodge outside of the hub. The brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. The issue was noticed during preparation and it was immediately decided to replace the sheath. Air did not enter the patient¿s body. No blood return was observed. The event was assessed as MDR reportable for the loose t-connector.